Event description:
The core impaction drill was sent for service because, it was leaking oil just prior to a procedure; the device never came in contact with the pt. Another device was used for the procedure. No adverse event was reported.

Manufacturer narrative:
Failure analysis is ongoing; additional info will be submitted once the results analysis and the conclusion is complete.